Manufacturer narrative:
Device evaluated by MFR: no device return anticipated due it being a legal case.

Event description:
It was reported via a legal filing that patient that had underwent a right total hip replacement surgery on (B)(6) 2013, had an MRI on (B)(6) 2021 which revealed evidence of polyethylene wear on the right side. Due to the progression of osteolysis and polyethylene wear reactions in the body, the plaintiff was suffering from chronic pain. They underwent a right total hip replacement revision surgery on (B)(6) 2022, approximately 8 years 8 months post the initial implant to replace the defective gxl liner and also remove and replace the zirconia femoral head. The surgeon found the gxl liner had significant wear and was very thin like a liner from a twenty-five year old prosthesis. His revision surgery findings included irritation and inflammation of surrounding tissue and ligaments.

Manufacturer narrative:
Additional information e3 h3: the patient acetabular liner involved in the case was reported as revision due to early prosthesis wear approximately 8 years after the index surgery. However, this cannot be confirmed as the devices were not available for evaluation and radiographs and/or clinical data was not provided. H6.